Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 - device evaluation: the transmitter has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: on visual inspection it was confirmed that the sensor wire was detached from the sensor pod.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a cgm (dex 076) issue. It was alleged that the sensor wire is missing/detached. The patient is unable to locate the wire but it does not appear to be in the skin. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is missing.